Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The motor was returned for evaluation, and subsequent testing verified the complaint. The motor was found to produce excessive heat. The underlying cause was determined to be the presence of contaminates in the brake pad.

Event description:
Brake keeps kicking out of being engaged.